Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
While attempting to remove air bubbles from the tubing during an ivig infusion, the tubing disconnected causing ivig to splash into the nurses eyes. No pt harm or medical intervention was reported. No further pt/event info was provided.